Event description:
According to the reporter: when the surgeon tried to use the new device, the clamp was broken . There was no patient harm. Additional information has been requested.

Manufacturer narrative:
(B)(4).